Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during a routine power up check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The unit freezes on power up screen and makes a loud screaming noise. No patient involvement. No harm reported.